Event description:
It was reported that the procedure performed was to treat a heavily calcified, mildly tortuous left anterior descending coronary artery that is 90% stenosed. The 4.5 x 8 mm nc trek neo balloon dilatation catheter (bdc) met resistance with anatomy during advancement; however, once at the lesion the bdc was inflated. At the second inflation the balloon ruptured at 8 atmospheres. Another nc trek balloon was used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to operational. There was no leak noted to the balloon during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the heavily calcified anatomy resulting in the reported difficulty advancing the device. In this case, it is likely that the balloon interacted with the challenging anatomy, resulting in the ruptured during second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.